Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he was experiencing pain at the generator site, which was in his waist area. The patient reported that only the generator was removed in (B)(6) 2017. However, per the healthcare provider¿s decision was made to not attempt to remove the lead. No further complications were reported.